Event description:
Boston scientific received information that this patient presented to the emergency room for an unrelated reason. This implantable cardioverter defibrillator (ICD) and implantable defibrillation lead exhibited a high out of range shock impedance measurement. All subsequent measurements were stable and acceptable. It was reported that shock impedance measurements had increased slightly post implant, however, were not out of range. Boston scientific technical services (ts) discussed potential electromagnetic interference (emi) as the patient was connected to telemetry and there were surface electrodes close to the device. No adverse patient effects were reported.

Manufacturer narrative:
Available information indicates that this product remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.